Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was an apparent failure of the alarm with serious saturation drops and a non-repeat of the alarm. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to perform diagnostics on the device's alarm behavior. The allegation of apparent failure of the alarm with serious saturation drops or a non-repeat of the alarm was not confirmed. Results of the test revealed that the device was functioning according to specifications. This case was a request for configuration adjustment for the alarm priority settings. A good faith effort (gfe) conducted confirmed the customer wants to have the alarm sp02 sensor as yellow and not as blue alarm. The customer enhancement request for the device to produce a higher priority alarm for pulse oximeter oxygen saturation (spo2) cannot be implemented. The analysis was performed, and the customer was informed that the enhancement requested can't be implemented due to limitations of the device¿s design. Based on the information available and the testing conducted, there was no device malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips has received a complaint on the intellivue patient monitor mx750 indicating "spo2 alarm is temporarily not displayed." It is unknown if the device was in clinical use during the event and no death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue.

Manufacturer narrative:
Supplemental reporting is submitted with updated information regarding the reporting product with reference to manufacturer's report 1218950-2023-00466.